Event description:
Further information was received indicating the patient was seen at the hospital on january 11, 2022. Provocative testing was performed and the noise could not be reproduced. No intervention was performed at this time. The patient was stable.

Event description:
It was reported that, during a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right ventricular (rv) and the right atrial (ra) leads. The suspected cause of the event was rv and ra lead insulation damage. Abbott technical support (ts) was contacted and recommended provocation testing to determine if damage is present. No intervention has been performed at this time. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2017865-2021-39458.